Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and pt received a small burn on lip. No medication or ointment was given to pt. The analysis did show that the head is dented at the back cap. Hence the back cap button sticks in and causes the head to heat up. In addition the bearings have been found gritty. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).

Event description:
During a standard procedure, a dental electrical handpiece got hot and pt received a burn on lip. No medication or ointment was given to pt.